Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018, the 1.8mm drill bit would not pass through the 2.4mm universal drill guide. It was further reported that the drill guide was not assembled correctly, as the 2.0mm side was inserted. Surgeon used the 2.0mm side of an unknown drill guide instead. Procedure was completed with no patient consequence. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 323.202; lot: l654407; manufacturing site: haegendorf; release to warehouse date: february 02, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Service & repair history. No service history review can be performed as part number 323.202 with lot number l654407 is a lot/batch controlled item. The service history review is unconfirmed. Service & repair evaluation . The customer reported the 1.8mm drill bit would not pass through the guide. The repair technician reported the 1.8 drill sleeve was damaged at the tip. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: 1.8mm drill sleeve. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Service record router completed. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, a 2.4mm universal drill guide had the wrong insert in the 1.88mm side. The surgeon was unable to pass a 1.8 mm drill bit through it. Instead, the surgeon used the 2.0 mm side of an unknown 2.0/2.7mm universal drill guide. It was mentioned that there was nothing wrong with the drill bit and the entire issue is with the drill guide which was put together incorrectly. When the tray was washed later that day, it was confirmed that the 1.8 mm drill bit did not fit through. There was no patient consequence. Procedure and patient outcomes are unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.